Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during pumping. A cartridge change was performed resolving the alarm. Additionally, it was reported that a temperature alarm occurred while the customer was laying out in the hot sun. The customer cleared the alarm and resumed insulin deliveries. Blood glucose level was 281 mg/dl.